Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 200mcg; 37 and dilaudid 35mg/ml; 6.5 via an implantable pump. Indication for use was non-malignant pain. The date of the event was(B)(6) 2017. It was reported the catheter had moved from the intrathecal space. A catheter revision was performed. The spinal segment of the catheter was replaced (B)(6) 2017. It was unknown if the catheter would be returned to the manufacturer. It was unknown if the patient experienced any symptoms. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. The issue was resolved. Patient status at time of this report was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.